Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient did not experienced any symptoms while the cgm was reading 160 mg/dl. Based on the cgm value, the patient treated herself with insulin. Four hours later, the patient´s values started to decrease and an ambulance was called. The paramedics took the blood glucose reading which was 50 mg/dl and the cgm was reading low mg/dl at that time. At that point the patient was not sure if the 160 mg/dl reading before was accurate or if she might took too much insulin. The patient was treated by the paramedics but she only remembered that they gave her two unspecified liquid medications by the paramedics and that they inserted a 'tube on to her arm'. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.